Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a phaco handpiece was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The handpiece was connected to a calibrated resistance breakout test box, where the connection between the input and output impedance of the sensor was found to be within specifications. When the handpiece was connected to a calibrated breakout test box, the resistance between low electrode and high electrode was within specifications; however, the dissipation did not meet specifications. The returned sample was connected to a calibrated system. System message (sm) was displayed when the handpiece attempted tuning. The temperature of the hp was measured per the product design specification and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The irrigation and aspiration lines of the handpiece were flushed for particulates testing. The collected debris was isolated and microscopically analyzed and found to contain numerous light fibers up to 800¿m in length, dark fibers up to 2.5mm in length, dark particles up to 100¿m in length, and metallic particles up to 65 m in length. Comparison of the light fibers¿, dark fibers¿, and dark particles¿ generated ir spectra to a library of spectra finds the best matches to be cotton (natural fibers), cotton (natural fibers), and polypropylene, respectively. The metallic particles were then isolated and analyzed. The spectra along with the visual characteristics suggest the metallic particles are a titanium alloy. However, the exact origin of the fibers and particles remains inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive and there is no indication that the handpiece manufacturing process contributed to the reported events. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that after a surgery with an ophthalmic phacoemulsification handpiece a patient experienced toxic anterior segment syndrome (tass). Procedure details and current patient condition were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).